Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The issue caused the customer's blood glucose level to exceed 500 mg/dl, displaying as "high." To address the high blood glucose, the customer administered a correction injection via mdi. The customer did not require third-party assistance. Reportedly, customer would press resume insulin to resolve issue.